Manufacturer narrative:
Sample device was indicated as available for evaluation. Argon has made three good faith efforts in requesting the return of the device. As of the date of this report, complainant has not responded as to the status of the device. Without the sample or any visual evidence, the complaint cannot be confirmed. If additional information is provided in the future, the issue will be re-evaluated as needed.

Event description:
Set needle to 2 cm throw and when fired it took a 3cm sample not a 2cm sample. Also when changed to a 1cm throw sample the needle did not take a sample at all.